Event description:
Patient reported that device is not delivering insulin, and her blood glucose has been in the 400s-500s (mg/dl) since yesterday. Device's history reflects intended insulin delivery amounts, but patient does not feel insulin was delivered due to her blood glucose level. No error messages were generated by device. No treatment was received for high blood glucose.